Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 500 mg/dl. The customer declined any assistance or trouble shooting offered to her. The customer stated that they will monitor the pump for any further issues. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.